Manufacturer narrative:
Follow-up information was received on 07-jan-2016: she was so mad at the fact that device was destroying lives. She suffered for 11 years of e-hell and even with a hysterectomy, she was still sick. Follow-up information received on 07-jan-2016: no new information. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had contemplated suicide numerous times (interpreted as depression suicidal) and had constant pain that was becoming unbearable. She made several visits to doctors to get some relief. She underwent a hysterectomy. The reported events are serious due to their medical importance. The depression suicidal is an unlisted event while the constant pain is listed in the reference safety information for essure. In this particular case, there is limited information. The onset date of these events was not reported, but since they occurred during essure therapy, the temporal relationship with essure is compatible. Considering the nature of these events and the localized action of essure, the constant pain was assessed as related but the depression suicidal is assessed as unlikely. This case is regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0847, awareness date 27-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2004. Consumer reported that, at the time of insertion, her doctor felt essure was the best method for her, since there was no down time after the procedure. According to consumer, her second child had a very rough start in life and was almost taken from her at 5 days old. He spent the first 6 months of his life in the nicu (neonatal intensive care unit), and went home with a broviac catheter in place for daily tpn infusions and an ng-tube for feeds. In addition, consumer reported that birth control failed her and she had a third child which was what lead her to the decision of permanent birth control. Shortly after essure insertion, her menstrual cycles became heavier (from 3-4 days prior to implantation to 3-15 days), often times so heavy that not even 2 pads would prevent accidents. Within a couple of months, the migraines began. She started going to neurology to figure out what was wrong and, when she realized the migraines were at their worst right around her period, she brought it up to her obstetrician/gynecologist. Physician told her that they were probably "me trial" headaches and prescribed migraine medications. Consumer also reported that she was not a hundred per cent sure when the following symptoms began but stated that the depression was kicking her into high gear, when she contemplated suicide numerous times. Consumer experienced forgetfulness of a ton of stuff, weight gain and bloating (that have made her conscience of body image to such a degree that she wouldn't even look at herself in the mirror). There were also issues with chronic pains, severe depression, pinched nerves in her back and neck (she has already had an operation to fuse two discs and never having any trauma to her back, even the neurosurgeon couldn't figure out why she was unable to use her right hand. At the time of report, she was feeling the same symptoms. Only that at that time it was affecting both arms with a vengeance. She lost her job due to major mood swings; the depression and constant pain have become unbearable and she was constantly at doctors appointments to find some sort of relief. She was not able to play with her kids or do more for them because she was constantly tired and becoming winded really fast and she couldn't do the hobbies she used to enjoy because her body simple wouldn't allow her to. Last but not least. She reported that intercourse was painful and often times bloody (because of this, she simply didn't want it). She was super moody and snapped at people over little things (what makes her almost impossible to be around for too long). She was also super emotional over the smallest things (that she regularly cried over minor stuff). She had been doing the pre-operation workup to prepare for a hysterectomy with the hope of getting her life back. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had contemplated suicide numerous times (interpreted as depression suicidal) and had constant pain that was becoming unbearable. She made several visits to doctors to get some relief. At the time of report, almost 11 years after essure insertion, she had been doing the pre-operation workup to prepare for a hysterectomy. The depression suicidal is serious due to its medical importance and the constant pain is serious due to planned required intervention. The depression suicidal is an unlisted event while the constant pain is listed in the reference safety information for essure. In this particular case, there is limited information. The onset date of these events was not reported, but since they occurred during essure therapy, the temporal relationship with essure is compatible. Considering the nature of these events and the localized action of essure, the constant pain was assessed as related but the depression suicidal is assessed as unlikely. This case is regarded as incident since a device removal will be required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 19-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had contemplated suicide numerous times (interpreted as depression suicidal) and had constant pain that was becoming unbearable. She made several visits to doctors to get some relief. At the time of report, almost 11 years after essure insertion, she had been doing the pre-operation workup to prepare for a hysterectomy. The depression suicidal is serious due to its medical importance and the constant pain is serious due to planned required intervention. The depression suicidal is an unlisted event while the constant pain is listed in the reference safety information for essure. In this particular case, there is limited information. The onset date of these events was not reported, but since they occurred during essure therapy, the temporal relationship with essure is compatible. Considering the nature of these events and the localized action of essure, the constant pain was assessed as related but the depression suicidal is assessed as unlikely. This case is regarded as incident since a device removal will be required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.